Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic and the physician noted the incision site had developed an infection. The patient was admitted to the hospital until he could be transferred to a different location for a system explant. On (B)(6) 2018 the system was explanted. The patient was in stable condition before, during and post procedure. The patient was treated with antibiotics but on (B)(6) 2018 developed heartblock and a temporary system was implanted. The patient tolerated the procedure well and was in stable condition post surgery.